Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, air leaked from the valve soon. There were no adverse consequences for the patient. Additional information received on 6/2/2010: all returning devices were unused. The actual used device was discarded. Only one device was used.

Event description:
It was reported that during a laparoscopic gastric band revision procedure, the (B)(4) device was leaking pneumo consistently throughout the case. The (B)(4) was used as the camera port and used throughout the case. A second insufflator machine had to be used to maintain the flow. No adverse consequences reported.

Manufacturer narrative:
(B)(4). (B)(4). The analysis results found that device (a) was returned inside its original package, the device was functionally leak tested and passed. During testing the stopcock closed and opened as intended, no anomalies were noted. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The analysis results found that device (b) was returned inside its original package, the device was functionally leak tested and passed. During testing the stopcock closed and opened as intended, no anomalies were noted. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. Batch # g9jg92; mfg date 2/24/2010; exp date 1/24/2015. The analysis results found that device (c) was returned inside its original package, the device was functionally leak tested and passed. During testing the stopcock closed and opened as intended, no anomalies were noted. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. Batch # g9jd43; mfg date 2/9/2010; exp date 1/9/2015. The analysis results found that device (d) was returned inside its original package, the device was functionally leak tested and passed. During testing the stopcock closed and opened as intended, no anomalies were noted. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. Batch # g9ja84; mfg date 2/2/2010; exp date 1/2/2015. The analysis results found that device (e) was returned inside its original package, the device was functionally leak tested and passed. During testing the stopcock closed and opened as intended, no anomalies were noted. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. Batch # g9jd43; mfg date 2/9/2010; exp date 1/9/2015. The analysis results found that device (f) was received with the duckbill seal open at the slit. As a result, it would not open and close as intended during functional testing. A leak test was performed and the device was noted to leak without the test probe inserted. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. Batch # g9jc4h; mfg date 2/4/2010; exp date 1/4/2015. Damaged duckbill. The analysis results found that device (g) was returned inside its original package, the device was functionally leak tested and passed. During testing the stopcock closed and opened as intended, no anomalies were noted. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. Batch # g9je49; mfg date 2/12/2010; exp date 1/12/2015. The analysis results found that device (h) was returned inside its original package, the device was functionally leak tested and passed. During testing the stopcock closed and opened as intended, no anomalies were noted. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. Batch # g9je49; mfg date 2/12/2010; exp date 1/12/2015. The analysis results found that device (I) was returned inside its original package, the device was functionally leak tested and passed. During testing the stopcock closed and opened as intended, no anomalies were noted. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. Batch # g9jd43; mfg date 2/9/2010; exp date 1/9/2015. The analysis results found that device (j) was returned inside its original package, the device was functionally leak tested and passed. During testing the stopcock closed and opened as intended, no anomalies were noted. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. Batch # g9je49; mfg date 2/12/2010; exp date 1/12/2015. A batch record review was performed and no anomalies were found during the manufacturing process.